Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the unit, there was corrosion and mold on pcb1 particularly around the battery connectors, on both the keypad and force sensor cables, and on the back of the lcd screen. Unable to perform the displacement, sleep current measurement, and active current measurement tests due to the critical pump error. There's a hairline crack on the battery tube running vertically close to the side of the case. The s/n label located between the belt clip rails is worn down to the point where it¿s illegible. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a low battery alert prior to the replace battery now alarm. The customer¿s blood glucose was unknown at the time of incident. The customer states the battery was not previously used and the battery cap was not loose, cracked or damaged. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.